Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they had a blank display and the screen was not turning on despite multiple battery changes. Through troubleshooting it was noted that the display did return with the insertion of new batteries. Customer's blood glucose reading at the time of the call was 118 mg/dl. No further information reported.